Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Functional testing was not performed due to loose/protruded drive support disk. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, stained end cap sticker, stained address/serial number label, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system and had low blood glucose. Troubleshooting was done. Customer's blood glucose was 65 mg/dl. Customer stated he ate something. Customer was doing prime and got compromised force sensor system alarm. Customer stated the insulin was squirting out during the manual prime. And insulin continued to drip after the motor stops during the manual prime process. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)